Event description:
Information received indicates the power limit cable was damaged/shorted, causing the bed to lose functions.

Manufacturer narrative:
The technician replaced the power limit cable to repair the bed.